Event description:
The patient received an scs system which included two lead extensions on (B)(6) 2008. The patient reportedly experienced a loss of stimulation. It was reported that testing revealed that both extensions were fractured. The patient could not recall any event that would have damaged his system. The extensions were replaced and the patient regained stimulation. No additional events have been reported since replacement. The explanted extensions were returned to ans for analysis.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Both extensions have all wires broken and retracted back into the header strain relief. The terminal ends appear to have sustained some type of overstress. Continuity testing fails for both. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.